Event description:
Patient reported bite issues that have been bothering them more and more. They can notice it when biting down and feeling with their tongue. This is a contraindicated patient for bonded retainer.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.